Event description:
It was reported that an unexpected reset occurred. There was no reported adverse impact to customer's blood glucose level. Customer declined to troubleshoot the issue with tandem technical support and continued using the pump for insulin therapy.